Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician was able to duplicate ¿shows no cal data x3 then all settings disappear¿. Unit is displaying ¿no cal data¿ upon initial power up of ventilator during bench testing. Further bench testing revealed that peep transducer has not been calibrated due to the (*) displayed next to the ppp on the calibration menu. Calibrated peep transducer and ventilator passed 69 hour run in test with customer settings without any unusual alarms and conditions. The service technician calibrated peep transducer and unit passed all bench testing.

Event description:
The customer reported model lap top ventilator 1150 showed no calibration data error three times. The respiratory therapist was able to hit reset and the error code would disappear. On (B)(6) 2016 the no calibration data error code appeared and all settings disappeared while connected to a patient. Upon further investigation, the customer reported there was no allegation of patient harm but the patient was placed on a back up ventilator.